Manufacturer narrative:
Additional information was received in which it was confirmed that a duplicate report was inadvertently submitted. This event was previously reported under regulatory report # 2649622-2025-33946. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an allergic reaction to the implanted extravascular implantable cardioverter defibrillator (ev-ICD) system. It was noted that the patient had a previous transvenous system without any reaction and now got a significant allergic reaction in the region of the sleeve and the device of the new ev-ICD system. Therefore, the system had to be explanted and the patient is now wearing a lifevest until they can find a solution for the allergic reaction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD, implanted: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.